Event description:
The customer stated that the top cover on the aeroset analyzer fell and cracked. After further examination, the customer noted that the gas spring on the right side failed and it appeared there were some screws missing. No injuries occurred. Field service was dispatched to resolve the issue.

Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) noted that the screws securing the gas spring mechanism to the top cover were loose and/or missing. The gas spring itself did not fail. The top cover and gas spring were replaced to resolve the issue. No trends for the complaint issue or parts replaced have been identified and no similar issues were identified. Review of the aeroset system operations manual, (B)(4) 2004, determined the customer does not service the gas spring. Pertinent information regarding the gas spring locking mechanism is contained in customer letter (B)(4). Review of the service and support manual found the only inspection of the gas springs is of the date code. The manual instructs the fsr to replace the component if it is over 2 years old. There is no instruction to check or tighten screws; however, risk management team assessment determined the loose/missing screws to be the result of incorrect installation of the gas spring locking mechanism (mode of control); therefore, the issue is not expected to recur. Labeling is therefore sufficient for the dealing with the complaint issue. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.